Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump would not power on or charge on the pad, showing a blinking green indicator despite correct orientation and different outlets, and the user noted prior water exposure and extreme heat; the issue was characterized as a charging problem associated with the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including a video of the charging behavior. Investigation of this case revealed a power source problem consistent with a charging malfunction at the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.